Manufacturer narrative:
A medtronic field representative reported that this case had nothing to do with an equipment malfunction. It had more to do with an old model c-arm and the patient's anatomy. The site used a c-arm with no radiation boost capabilities and was trying to get quality images on a very large patient. The anatomy was from c7 to t3. After multiple attempts they were unable to get any quality or distinguishable images. Therefore, the use of fluoronav/fluoromerge was discontinued. This was explained to the surgeon and it was recommended that a c-arm with boost capabilities be used to penetrate larger patients. The software investigation found that the c-arm used could not emit enough radiation to get quality images on a patient with large anatomy. The software functioned as designed.

Event description:
A medtronic representative reported that during a spinal fusion procedure the site was unable to merge the patient exams in the navigation system software. The site was attempting to get good synthetic ap/laterals images to merge to the regular fluoro shots. The site took approximately 20 ap/laterals but was unable to successfully merge any of the images. The medtronic representative noted that the patient had a large amount of adipose tissue and the site was using an older c-arm that did not have a "boost" feature; a feature that newer c-arms have in order to penetrate through adipose tissue. After three hours, the surgeon opted to complete the procedure with a c-arm and without the use of the navigation system. There was no known impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2014, a medtronic representative trained the surgeon on merging exams and using the navigation system's software. No parts have been received by the manufacturer for analysis.